Event description:
It was reported the patient's device was showing high impedance readings and the patient had lost therapeutic effect. Prior to replacement surgery, it was reported the patient's device showed impedances of >4000 ohms. It was stated the patient had fallen, but the fall was after the patient had already lost therapy. Troubleshooting was suggested, but no patient outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).